Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: unknown, model: unknown, batch: unknown.

Event description:
It was reported that the patient underwent an explant procedure to remove both of the superion implanted devices as a result of a spinous process fracture after a suspected fall. The explanted devices were discarded by the facility. The patient is doing well post-operatively.